Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery charge issue. The reporter alleged that meter would not turn on. The reporter mentioned he would charge the meter fully during the day and the following morning when the reporter would insert the strip, the meter would not turn on. The reporter tried to use several outlets and the problem remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.